Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 437mg/dl. The mother states the customer had issues with cannulas. The customer had one kinked and the other had adhesive come off before putting the site in. The cannula was noted to be bent. The customer treated the highs with pen. Troubleshoot was conducted. The customer was advised replacement sets would be sent.